Event description:
It was reported that during the surgery they found the open tab of the paper lid of the blister pack was sealed to the plastic pack and it was difficult to peel away the lid. They managed to open the pack using scissors and there was no adverse outcome to the pt or user due to the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.